Event description:
Philips received a complaint from (B)(6) stating an injury to a patient who attended for CT chest which required an injection of intravenous contrast via an injector pump at 3 ml/sec. The cannula did not work and the contrast entered the patient's surrounding tissues (extravasation) and not into her veins. IV contrast is toxic and extravasation could, worst case, cause severe tissue damage in the affected area. The pt suffered tissue damage causing the arm to be swollen where the extravasation of the contrast had occurred. The patient was unable to communicate her discomfort/pain as she had a problem with her larynx and was unable to communicate verbally.

Manufacturer narrative:
(B)(4). The customer has stated that the patient could not alert the technologist of the pain as she had a problem with her larynx. The device performed as intended, completing the scan. The field service engineer confirmed that the microphone and the patient intercom was functional at the time of the incident. The instruction for use for a brilliance 64 scanner warns the operator of the device to keep the patient under observation during a scan - section 2 on emergency procedures states: warning: during all movements of the gantry (automatic and manual) and the patient table, keep the patient under continuous observation to avoid pressing the patient against the gantry or between table parts, as well as to avoid disconnecting any infusion or resuscitation apparatus. The investigation concludes that the CT scanner performed within specifications and did not cause or contribute to this incident.